Event description:
Same pt as MDR 6000089-2005-00693, and -00694. It was reported that 17 days after a coronary artery drug eluting stenting procedure the pt experienced a subacute stent thrombosis in the mid right coronary artery (rca). The index procedure treated two target lesions. Target lesion 1 was a 2.75 mm vessel diameter, 99% stenosed region of the distal right coronary artery (rca). A visible thrombus was confirmed by ivus at this target lesion. The physician predilated this lesion prior to successfully placing one taxus express2 8.8% 2.75x16 mm (lot 7276206) drug eluting stent without complication. Target lesion 2 was a 3.0 mm vessel diameter, 90% stenosed region of the mid rca artery. A visible thrombus was confirmed by ivus at this target lesion. The physician predilated this lesion prior to successfully placing one taxus express2 8.8% 3.0x12 mm (lot 7251774) drug eluting stent without complication. The drug eluting stent was post dilated after deployment. This pt experienced a q-wave mi prior to discharge from the hosp that was resolved. The pt was discharged 4 days post index procedure receiving plavix, and asa. The site reported that 17 days post index procedure the pt experienced a subacute stent thrombosis of the mid rca that was confirmed by angiography. The angiography also showed an under expansion of the drug eluting stent in the mid rca. No action was taken to resolve this event and the condition is ongoing.

Event description:
It was further reported that the pt was enrolled in the arrive 2 program on the date of the index procedure. Target lesion 1 (12 mm long) was identified in the distal rca with 99% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.75x16 mm. Taxus stent, reducing stenosis to 0%. Target lesion 2 (10 mm long) was identified in the mid rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 3.0x12 mm taxus stent, reducing stenosis to 65%. The mid rca was post-dilated. During the balloon inflation portion of the procedure the pt had st elevation and minor chest discomfort. During the procedure the pt's end distolic pressure was "somewhat elevated" and he complained of shortness of breath. While still in the hosp (26 hours after procedure) the pt developed chest pain. Inital ECG was not significantly changed and chest pain dissipated with morphine. Cardiac enzymes met the protocol definition of mi. ECG the following day showed changes. Postive cardiac enzymes "suggested that one of the stents had thrombosed". With the next 24 hours the pt developed pleuritic chest pain consistent with pericarditis. Esr was elevated and the patient was treated with advil, and improved. Acid reflux was relieved with protonix. Altace was added to his medication regimen resulting in asymptomatic low blood pressure. Bnp was midly elevated. It was felt that the pt was not "not in continued heart failure". However, lasix was administered. Four days post index procedure the pt was asymptomatic and discharged on asa and plavix. In the opinion if the physician there was a probable relationship between the mi, target vessel, and taxus stent. Seventeen days post index procedure the pt returned to the hosp for a re-look at the rca. Cardiac catheterization revealed that the rca had total occlusion of the proximal stent "due to heavy calcification of the artery and inability to fully deploy a stent". This "fits wit6h clinical course of subacute stent thromobsis". The lca had no significant left main or lad disease, and the cx had a 75-80% lesion in the mid section. The pt rec'd heparin and integrilin during the procedure. During the procedure there were st elevations without chest discomfort. The pt was discharged on asa and plavix one day later. In the opinion of the physician there was an unknown relationship between the taxus stent and the event.